Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x5/8 rb needle pulled out of hub. Verbatim: rcc received a complaint via email. Email(s) attached. 25g 5/8 in. Needle came apart from the hub when giving an injection to infant. Medication administered and when removing from the thigh the needle separated from the hub and remained in place. It did not stay intact with the syringe and safety cover. Staff was able to remove needle from thigh, with no retained equipment. Used with bd 1 ml syringe with leur-lok tip, lot # 5260229 and expiration date of 8-31-2030.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported that the needle separated from the hub. To support the investigation, one sample without a packaging blister or plastic shield was received and evaluated by the quality team. A visual inspection confirmed that the needle was loose and detached from the hub. Approximately 40 percent epoxy coverage was observed on the outer diameter of the needle. No additional defects or abnormalities were identified. This condition could potentially occur if a jam were present at the cannulator during processing. A review of the device history record was conducted for material number 305901, lot 5314139. The review confirmed that all required visual inspections were completed in accordance with established procedures, with no quality notifications related to the reported condition. The lot met acceptance criteria per the inspection control plan and was approved for shipment. Device history records for each needle lot used in the manufacture of this final lot were also reviewed, and no documentation of this type of defect was identified throughout the entire production run. Verification of the cannulator was performed, confirming that equipment settings were within specification and product flow was satisfactory. To date, no additional similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the condition reported by the customer is confirmed.